Event description:
During device preparation, while pushing the start button, the programmer gave the user an electric shock and then would not power on. This happened twice to different users. The user's were stable with no adverse consequences. Related manufacture report number: 2017865-2017-35302.

Manufacturer narrative:
The programmer was returned for analysis. Visual inspection revealed no physical damage to the unit. During analysis, the programmer was unable to advance past the startup page. The root cause of the start-up anomaly was identified as a defective power switch. However, no root cause was determined for the electric shock to the user in the field.